Event description:
The distributor contacted animas on (B)(6) 2012 reporting that the up, down, ok, and contrast buttons were unresponsive to presses. No further information was reported. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no damage was observed to the keypad. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts.